Event description:
The customer reported that the system had an intermittent loss of power. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Wires in the power plug were tightened. The system was tested and found to be working as intended and put back into service.